Event description:
Pt states cadd legacy pump sn (B)(4) only shows half of the screen. The other half is blank and therefore it's hard to read the screen. We are sending her a new one to replace it and she will return the one with the faulty screen to us. No harm to pt. Pump works fine. She just can't read the screen. No further info available. Pt will continue to use the pump until replacement pump received. There is no fault, just a damaged screen. No harm to pt. Yes we replaced it. They did not switch pumps, it is not broken. Reported to (B)(6) by pt/caregiver.